Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd878843, gd877274 and gd877290 with no defects noted during batch reviews. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress. This is the third of four reports associated with this event.

Manufacturer narrative:
(B)(4) - as the date of this peritonitis episode is unknown the sample was not requested. As additional information becomes available, a follow up will be submitted. This is the third complaint of four associated with this event.

Event description:
Product surveillance contacted the home patient (hp) regarding an unrelated alarm. The hp stated she was on antibiotics for peritonitis. The hp did not know how the peritonitis developed. The following additional information was received from the pdrn (B)(6) 2010. The hp was hospitalized (B)(6) 2010. Recovery was ongoing and improved at the time of this report. Causality is unknown. Although the hp's technique is thought to be good, the hp will be retrained on aseptic technique upon her next clinic appointment.